Manufacturer narrative:
The previous report submitted for this event contained an error in h.1. - ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information reported clarifies this is not a device malfunction or serious injury, but rather an event that occurred with the patient. No additional reports will be filed for this event. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reports the patient experienced an injury reported as during gardening patient bent down without noticing a stick in an upright position and the stick went in into the patient's eye causing disconnection of the posterior capsule from 1 to 3 hours and a linear rupture of the same capsule that crossed the visual axis obliquely. The cornea, the retina and the other ocular structures are intact. A yag laser capsulotomy to eliminate the discontinuity of the posterior capsule thinking it was the cause for doubling of od vision but situation didn't improve. This reports that the lens was not at fault for the patient situation, but rather a patient situation.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) ruptured. Additional information was requested.